Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l had a safety mechanism failure. The following information was provided by the initial reporter: during pvk installation when the mandrel was to be pulled out, a plastic part came off. No injury to patient but the sting guard did not work. This has been on a few occasions out of the same package (same box as mentioned above).

Manufacturer narrative:
H6: investigation summary: three photos were received by our quality team for evaluation. From the photos, a used sample was observed with the needle cap fall off and an exposed needle. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l had a safety mechanism failure. The following information was provided by the initial reporter: during pvk installation when the mandrel was to be pulled out, a plastic part came off. No injury to patient but the sting guard did not work. This has been on a few occasions out of the same package (same box as mentioned above).